Event description:
Dealer alleges the chair turns off by itself when sitting idle. He also alleges that while driving it will stop and shut down. He says this is an intermittent problem. Dealer alleges that there are error codes in the log relate to the joystick.